Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power (damage-battery compartment- with moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots. The battery cap threads were found to be damaged. A test battery cap was used for all testing. The battery compartment was found to be cracked. The battery compartment threads were found to be damaged. A leak test was performed and failed indicating a battery compartment leak. The pump case was removed and there was no evidence of moisture contamination inside the pump. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms occurring. Unrelated to the original complaint, the pump case was found to be cracked in the right hand corner of the display area. The cartridge cap rubber was torn at the top of the cap. The cartridge cap was able to be fully secured. The audio bolus button cover was found to be torn but still responsive. Additionally, the pump intermittently powered with the returned battery cap to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.